Manufacturer narrative:
Sample is serum with a gel barrier that was centrifuged for 10 minutes. Lab policy is to repeat all initial elevated accutni results on an alternate method. A system check was performed on (B)(4) 2011 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely elevated troponin (accutni) result, above the ami cutoff, generated by the access 2 immunoassay system for one patient. Repeat testing on an alternate method resulted in the normal reference range. Result generated by the access 2 analyzer was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.